Event description:
Information received from the field does not address the patient's clinical status but notes 3.25 v bipolar capture thresholds, oversensing and noise. The ventricular sensi- tivity was decreased to minimize potential oversensing. The patient will be monitored.